Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had received insulin flow blocked alarm, had bent cannulas and mentioned that they experienced high blood glucose level of 488mg/dl. Customer declined to troubleshoot for high readings. Troubleshooting was performed for bent cannulas insulin flow block alarm which were past events and were resolved by changing infusion set and reservoir. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will not be returned for analysis.